Event description:
Event description cpi received information that this transvenous defibrillation lead was removed due to an increase in thresholds and impedance > 3000 ohms. The lead was removed and a new lead implanted without issue.